Manufacturer narrative:
This report originally filed as 1119421-2022-02450. A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that a cracking issue near the haptic optic junction was observed. Additional information has been requested.